Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving the product. Depuy will notify the FDA when the investigation is complete.

Event description:
The type of this complaint is revision due to soft tissue reaction. The primary tha surgery for oa took place on (B)(6) in 2009. After the surgery, the patient had felt uncomfortable with her left hip. There had been an abnormal noise for the last six months. Her skin color from her lower hip to her ankle on the left side had turned purplish red since (B)(6) this year. Because of these symptoms, the revision took place on (B)(6) in 2015. The surgeon replaced the metal insert and the head (36mm) in question with a zimmer cement cup and a delta head (32mm) respectively. The surgeon found corrosion around the head and the neck. In addition, black substances and soft tissue reactions were found around the neck and in the head and the complainant has requested the investigation of these substances. There were also necrotic tissues around the acetabulum. Whether there was a surgical delay was not reported. The patient is now under observation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).